Manufacturer narrative:
G4: 22oct2020 b4: (B)(6) 2020 it was noted by the technician that the unit was set to oxygenation in the mode settings, which likely generated noise when the high pressure oxygen was in use. The field service engineer (fse) performed troubleshooting and confirmed that the vibration in a blower generated noise. The fse recommend the replacement of the blower to address the issue. The repair was canceled upon the customer's request then the unit was returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
The customer reported a noise emanating from the vicinity of the air inlet port. There was no patient involvement.